Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Tips generated a false positive iipv occurence. Review of the event log revealed that cycle 5 received a partial fill. Cycle 5 drain was completed on (B)(6) 2012 at 10:36:24 and the user's actual drain volume during cycle 5 was 2150 ml. The actual drain volume of 2150 ml is 107.5% of the largest prescribed fill volume (lpfv) of 2000 ml which does does not meet iipv criteria per the (B)(4) clinical hazards list. Therefore, the reported iipv event was not confirmed and this task is not required. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:48:52. During night drain cycle five, the patient's ultrafiltration reading was 1512ml, indicating the home patient (hp) drained 1512ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.